Manufacturer narrative:
The device was returned to fujifilm medical systems USA inc. (Fmsu) for inspection. The investigation is in progress. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On july 27, 2020 fujifilm medical systems USA inc (fmsu) was informed that overpressure occurred during a patient procedure; fujifilm corporation received the notification of the event on july 30, 2020. The patient was undergoing a double balloon colonoscopy for diagnostic purposes. At the end of the procedure, the physician observed the balloon did not deflate. The balloon controller alarmed, however the balloon continued to inflate in the patient's colon even when the button on the handle was pressed to deflate. The physician had to pull the balloon out from the patient when it was inflated. It was indicated that as the patient came out of anesthesia he appeared to be experiencing abdominal discomfort and yelled in pain. The patient was discharged, and there was no additional treatment for the patient's pain and the patient did not recall anything that occurred prior. The customer indicated that a similar issue occurred the month prior during a pre-use inspection; there was no patient involvement. The device was sent for inspection to clinical engineering. The procedure was completed with a different process and equipment. There was no death or serious injury associated with this event; this report is being submitted in abundance of caution.

Manufacturer narrative:
Fujifilm conducted a detailed investigation of the device and was unable to identify the cause. If any additional relevant information becomes available, a supplemental report will be submitted.